Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1357313) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on (B)(6) 2013 at 8:00 am, he began to feel lightheaded, fatigued and had double/blurry vision. Customer further reported he tried to perform a test using his adc blood glucose meter, but noticed that the black bars on the top of the test strips were cut off, which prevented him from being able to test. Customer self-treated by self-administering a glucagon injection. No third-party medical intervention was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.